Manufacturer narrative:
(B)(4). Date sent: 5/7/2026 d4: batch # 616d52 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage and knife exposed in the midway of the channel area. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer to instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 616d52, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No or, did the device start to deploy staples and cut but could not be completed (partial fire)? No did the device staple? No if the device stapled, was the staple line complete? No if the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? No did the device cut? No if the device cut, was the cut line complete? No were the cut line and staple lines equal? No was the device fired across a staple line? No is the current patient status known? Yes, stable was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, reload couldn't fire properly. No patient consequences were reported.